Event description:
Patient reported experiencing erratic blood glucose levels of 52-438 mg/dl. She stated that on in 2006, blood glucose level was in the upper 200's mg/dl. Her normal range is in the high 100's - low 200's mg/dl. She indicated that when her blood glucose is above 200 mg/dl, she switched from profile a to profile b on the infusion device. Patient stated that she administered a 5 unit bolus and went to the emergency room. She reported that he felt like "throwing up and had body aches." At the hospital, her blood glucose was 438 mg/dl. Patient was treated with IV fluid, insulin, and antibiotic for a possible bladder infection. She indicated that her blood glucose had been erratic for the previous week. Patient self-treated by administering boluses and injections for elevated blood glucose and eating when her blood glucose level was low. She requested assistance in changing her basal rate for profile a on the infusion device. She reported having had a kidney transplant in 1995, and that she had experienced stress as a result of her father's death two months previously. Patient had not been released from the hospital as of 2006, as her physician was working to stabilize her blood glucose level. The product will not be returned for evaluation. Patient continued to wear the infusion device while being hospitalized. Patient stated she changes the infusion site every 7 days. Patient was educated to change the site every 3 days.